Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose is high as 464 mg/dl. The customer current blood glucose was 160 mg/dl. Based on customer report customer does not allege pump was under delivering. The troubleshooting steps were guided for the high blood glucose and under delivery of the insulin. Customer declined to disconnect for troubleshooting for the high blood glucose. The insulin pump will not be returned for analysis.